Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/0; 6570-0-136;77584204, tridentii tritanium cluster52e ;702-04-52e ; 76277401a, size 5 accolade ii 127 deg; 6721-0535 ;76118404. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to infection. A head and liner exchange was performed. Rep provided the primary usage sheet and confirmed that no further information will be released.